Event description:
The iab kinked. The iab was removed and a second iab was inserted into the pt. On 4/28/98, the following was reported to datascope: blood had backed up during balloon insertion and the catheter kinked. The iab was removed. A second iab was inserted without incident and the pt was finally weaned off iabp successfully and was transferred out. There was no pt injury or complication as a result of the event. [Event complications]: none from the event-reported 3/18/98 and 4/28/98. [Pt's current status]: weaned from iabp.

Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable casue of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat iabs. (This follow-up MDR was mailed to FDA on 5/04/98).